Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.(B)(4)

Event description:
This procedure was performed in (B)(6). Customer's claims that the closurefast catheter tip melted within the vein internal wall during procedure. Catheter could hardly move and the gate needed an incision of 2-3 cm that had to be cut in order to remove catheter. The investigation of the returned closurefast catheter was performed on (B)(6), 2015 and found that the customer's experience of catheter heating element, (coil), damaged was be confirmed. The instructions for use, (IFU) cautions: failure to compress the vein over the full length of the heating element may result in inconsistent effectiveness and/or possible catheter damage.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.